Manufacturer narrative:
Follow-up report #1: additional information - 07/08/2019 device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to a defective u1003 programmable logic device (pld) on the computer/analog pca. The root cause for the defective u1003 pld could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to the computer/analog pca. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to the computer/analog pca. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.